Event description:
On (B)(6) 2012, the reporter contacted animas stating that the patient passed out on the night of (B)(6) 2012 with a blood glucose (bg) of 42mg/dl. The patient was also reportedly experiencing high bgs in the 300-452mg/dl range with stomach ache, nausea and blurred vision. It was noted that at the time of the call with customer support (cs), the patient's bg was reported to be 322 mg/dl. There were reportedly no changes in diet, medications or activities. Customer support (cs) reviewed the pump with the reporter and no issues were noted with the programming/settings on the pump. There was no indication of a site/set or cartridge issue. A review of the pump history indicated one "low cartridge" warning. It was noted that the patient was on the pump at the time the bg event occurred; the patient is still currently using the pump for treatment and the pump is not being returned. This complaint is being reported due to the patient experiencing a bg excursion while using insulin pump therapy. It is not clear as to the cause of the bg event and troubleshooting indicated no issues found with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.